Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particle at this time; however, the product is scheduled to return to bayer for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted. This information does not constitute an admission that the device, the company or its employees caused or contributed to this reportable event.

Event description:
The customer reported the following: after opening the solaris disposable kit and upon inspection, they noticed a foreign material within the syringe barrel. The customer elected not to use the syringe. No injury or adverse event was reported.

Manufacturer narrative:
Bayer product analysis received and examined the returned syringe kit. Visual examination confirmed the presence of two fully embedded and fully encased dark colored particulates within the syringe barrel material. Our investigation determined that the particles were introduced into the syringe barrel during the injection molding process. The particulates were completely embedded within the syringe barrel; therefore, the potential to further travel into the fluid path does not exist.